Event description:
Child's IV was wet. Catheter appeared to be intact. Fluid observed to be squirting from hub/catheter junction. A small imperfection was noted in the catheter hub. IV discontinued and a new one was restarted.